Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead would not extend. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.